Manufacturer narrative:
A33 alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump was tested with no rewind anomaly noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.

Event description:
It was reported that the insulin pump had a rewind anomaly - battery compartment cracked. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.